Event description:
Additional information received per the medical records indicate that the patient was implanted post trauma due to expected extended immobility. The filter was deployed via the patient's left basilic vein. Under fluoroscopic monitoring, the filter was placed into the infrarenal area of the inferior vena cava (ivc). The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient also experienced shortness of breath, pain, emotional distress, mental anguish, anxiety and stress. The patient became aware of the reported events three weeks after the index procedure.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b7, d11, g3, g4, g7, h1, h2 and h6. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was immobility post trauma. The filter was deployed under fluoroscopic monitoring, into the infrarenal area of the ivc. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages including, but not limited to deep vein thrombosis. Per the patient profile form (ppf), the patient reports blood clots, clotting and/or occlusion of the ivc. The patient further shortness of breath, pain, emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly

Manufacturer narrative:
The catalog number is unknown; if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to dvt. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and dvt within the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: dvt. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.